Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01783, #3005099803-2010-01785, and #3005099803-2010-01786 for a description of the other devices. It was reported to boston scientific corporation that four injection gold probes were used during an esophagogastroduodenoscopy procedure. According to the complainant, the patient was being treated for a bleeding ulcer within the stomach. During the procedure, they positioned the first injection gold probe within the patient's stomach. When the injection needle was being extended, it advanced past the red band on the injection hub that deploys the needle. When they attempted to remove the device from the scope, the needle would not retract. This occurred on four injection gold probes. They were able to complete the procedure using the fourth device that did not retract. They used two scopes during the procedure, an olympus 160 scope, and an olympus 180 scope. The working channel of both scopes were damaged while removing the gold probes. The bleeding was not exacerbated by the delay in procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01783, #3005099803-2010-01785, and #3005099803-2010-01786 for a description of the other devices. It was reported to boston scientific corporation that four injection gold probes were used during an esophagogastroduodenoscopy procedure. According to the complainant, the patient was being treated for a bleeding ulcer within the stomach. During the procedure, they positioned the first injection gold probe within the patient's stomach. When the injection needle was being extended, it advanced past the red band on the injection hub that deploys the needle. When they attempted to remove the device from the scope, the needle would not retract. This occurred on four injection gold probes. They were able to complete the procedure using the fourth device that did not retract. They used two scopes during the procedure, an (B)(4) 160 scope, and an (B)(4) 180 scope. The working channel of both scopes were damaged while removing the gold probes. The bleeding was not exacerbated by the delay in procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). The device was received with the catheter kinked along it's entire length. The customer's complaint for the device's inability to retract during the procedure has not been confirmed; the needle extends and retracts upon actuation. The kinks present in the catheter may have caused difficulties for the end user to retract the needle in the scope configuration. The kinks present in the catheter may have occurred anytime after removal from its protective tray, during handling of the device during the procedure, or during shipment; the exact cause cannot be determined without further information. Therefore, "operational context" is the most probable cause of the kinked catheter. The root cause of the customer's report of the needle not being able to retract was not able to be determined. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this MFR report pertains to one of four devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01783, #3005099803-2010-01785, and #3005099803-2010-01786 for a description of the other devices. It was reported to boston scientific corporation that four injection gold probes were used during an esophagogastroduodenoscopy procedure. According to the complainant, the patient was being treated for a bleeding ulcer within the stomach. During the procedure, they positioned the first injection gold probe within the patient's stomach. When the injection needle was being extended, it advanced past the red band on the injection hub that deploys the needle. When they attempted to remove the device from the scope, the needle would not retract. This occurred on four injection gold probes. They were able to complete the procedure using the fourth device that did not retract. They used two scopes during the procedure, an olympus 160 scope, and an olympus 180 scope. The working channel of both scopes were damaged while removing the gold probes. The bleeding was not exacerbated by the delay in procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.